Event description:
Unit was tested before put into service and tested ok. It was placed on pt and charged but shut off before giving a shock. CPR was given and later ems arrived and shocked with their device. Patient was transported to medical center and pronounced ems was called immediately and CPR commenced within 2 minutes. Reporter is concerned that the device has no warning and it can not deliver the shock. Reporter believes battery can support device but does not have enough power to deliver a shock. Reporter is intestested in whether there have been other reports about this device. There is a button on the back of the defibrillator which is supposed to be pushed when the battery is changed. Reporter wonders if this sets a timer for next battery change. There is no explanation in device's instructions for use.